Event description:
Patient reports not being able to wear the top aligner for about 2 months due to a loose crown. Dentist found the post has broken from the pressure of the aligner and an implant is needed to resolve the issue. Additionally, the bottom aligner snapped in half, seemed odd how it just snapped. The patient noted the current upper aligner is on step 20. Current lower aligner is on step 16,

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.